Event description:
The customer reported being hospitalized with high blood glucose of 900mg/dl, and she was treated with an insulin drip. The caller stated that the doctor heard a rattle in her chest, took x-rays and discovered she had pneumonia and diabetes ketoacidosis. Days later, the customer called back requesting assistance with no delivery alarms and mentioned that she was hospitalized again. The customer stated that she does not know had also to treat with shots on top of the device when her glucose level is high. The caller experienced vomiting, diarrhea, and abdominal pain as well. The customer changed the infusion set and no alarms recurred. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.